Event description:
Low bed would not raise up to appropriate level for safe patient transfer. Bed was "stuck" in a position with head slightly elevated. Attempts to troubleshoot were unsuccessful.======================manufacturer response for low bed, evolution low bed (per site reporter)======================bad electric control module (ecm). Beds are checked prior to being sent out. No warning that the ecm is going to fail.